Event description:
Device 1 of 2; ref MFR report#: 1627487-2013-20425. It was reported the scs system was causing the patient to have muscle spasms and urinary incontinence and as a result, the patient stopped using the system and recharging the ipg 8 months after implant. The patient requested for the system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.